Event description:
Customer reported the insulin pump will not turn on. Customer has tried five or six new batteries and issues persist. Customer's blood glucose was 369 mg/dl. Customer stated she doesn't believe it's a cap issues since she all ready received a new battery cap in attempt to fix the issue. Customer states the device will work for a awhile then it will turn off. Customer states the device shut off during the night three times. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had blank display due to corroded battery tube. Insulin pump was unable to test for battery out limit alarm, failed battery test alarm, weak battery alarm, low battery alarm and off no power alarm due to blank display. Insulin pump had minor scratches on display window and cracked reservoir tube lip.